Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified coronary artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon broke. No patient complications were reported.